Event description:
Nurse was removing catheter attached to pain pump from right knee. The end of the catheter became lodged on/in under the prostheses in the knee and the end of the catheter snapped off. Approx 3/4-1 inch of the catheter remained inside the pt. The pt was seen by the doctor and was asymptomatic. At discharge, the pt was educated by the doctor and nurse to report any symptoms immediately. Dates of use: (B) (6) 2010. Diagnosis or reason for use: post surgery pain management.